Event description:
During endoscopy, biopsy forceps broke so that the forcep cup could not be closed and withdrawn from pt. Forceps butted-up against end of endoscope and both removed together. Pt then reintubated to continue procedure. Questionable injured tissue from removal of opened forceps.